Event description:
A home pt's family member contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt had their transfer set connected to the pt line extension during the prime cycle. Baxter's technical service center assisted the home pt's family member in ending therapy early. Therapy was completed by setting up with new supplies. Per the home pt's family member, no pt injury or medical intervention was associated with this incident.